Manufacturer narrative:
The investigation into this event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by angiodynamics' clinical specialist: ""angiovac was advanced to lt pa - thrombus removed, cannula pulled back and lost access to pa (in rv). Wire manipulated to rt. Pa and cannula readvanced from rv to left pa. Pressures began to drop but were medically managed. O2 sats were at 100%. Cannula and wire were removed. Ivc filter placed from rt. Groin. Both rt. Femoral vein and rt. Ij lines were pulled and pressured was held. The patient's blood pressure began to drop. Heart rate became non-existant and CPR was started. After several rounds of epi and bicarb patient was declared in aystole. Since the tee probe was still in place anesthesia took a look at the heart and saw effusion surrounding it. The doctor put a long needle into the chest and removed a syringe of blood confirming cardiac tampenade. He then prepped and performed a stenotemy which resulted in the release of fluid from around the heart and the immediate return of normal sinus rhythm and aystole heart rate. Upon evacuation of the blood, a hole was found in the apex of the right ventricle which was repaired with a surgical stitch. Once patient was deemed stable her chest was closed and she was sent to the cvor unit. "Case completed successfully. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.